Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported by the patient's family member that the patient heard a "sound" coming from the device like it was "shorting out". Also the patient was sore around the area of the device. The device is still in use. No patient complications have been reported as a result of this event.